Event description:
The hospital reported that during a saphenous vein harvesting procedure, the dissection tip on the unit malfunctioned. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. In 2005, the device was received with the nose (tip) of the dissection tip was detached from the juicer. This is a reportable malfunction.